Event description:
As reported, approximately three years post initial right tha, the 65 y/o male patient had a revision due to poly has significant wear. Patient had a poly exchange and femur replacement. There was no breakage of devices or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d9, g3, g4, g6, h2 and h3 have been updated accordingly. Additional information, including the product investigation, will be submitted within 30 days of receipt section d1: product code.

Manufacturer narrative:
The revision reported was likely the result of severe wear of the polyethylene. However, the potential contributions of implant alignment, sizing, femoral loosening and/or patient related issues to the reported event cannot be determined from the information provided and the revised femoral component was not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.